Manufacturer narrative:
(B)(4). Unknown, unknown versys head, unknown. Multiple MDR reports were filed for this event, please see associated reports: 22565-2018-03799. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing unknown complications. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
It was reported patient underwent hip revision on an unknown date due to unknown reasons. Head and liner components were removed and replaced. Upon examination of returned devices, the liner has been determined to have fractured and the head shows signs of wear and corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: 00801804003 femoral head 61123356. 00630506040 liner 61154845. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00107 ; 0002648920 - 2021 - 00007. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual evaluation of the liner identified the following: the product had fractured and two fractured pieces were returned. There were nicks, scratches, and gouges on the inner and outer spherical surfaces. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.